Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally it was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level; bg value not provided. A correction injection was delivered to address the issue. Reportedly the customer reverted to manual injections for insulin therapy until replacement pump arrives.